Manufacturer narrative:
The reported events for loss of capture and failure to capture were not confirmed. As received, a complete lead was returned in one piece. The visual inspection of the lead did not find any anomalies. The electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, there was loss of capture noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.